Event description:
Padgett dermatome used to procure stsg. Physician set the thickness for 12. Once the graft was being taken the physician stated the thickness gauge spontaneously changed to a thickness of 32. Left thigh was the harvest site and was adversely affected and may require further intervention or delayed healing.